Event description:
Per the clinic, the patient experienced an infection (date not reported) and was administered antibiotics (type not reported). The antibiotics did not alleviate the infection therefore the surgeon decided to perform revision surgery for rotation of the skin flap (date not reported). After the surgery, the patient experienced another infection and was administered antibiotics (rifampicin). The antibiotics did not alleviate the infection the surgeon then explanted the device on (B) (6) 2010. Explant and reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4). Implanted device remains.